Event description:
It was reported that the insulin gauge was displaying an amount different than expected, with a static fill estimate of 40 noted on the pump. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer about potential reasons for the discrepancy and explained that the fill estimate would begin to count down correctly once the insulin in the cartridge matches the static displayed number. The customer understood and acknowledged the information.